Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was returned for analysis. After physical review of the part, allegation was not confirmed since device is not cracked but broken. It was observed that the rim on the underside was separated from the rest of the part. Separated part was not returned for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The rim of the underside of the 17.5 mm size 2.5 tibial insert trial fractured. It remained in one piece.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was returned for analysis. After physical review of the part, allegation was not confirmed since device is not cracked but broken. It was observed that the rim on the underside was separated from the rest of the part. Separated part was not returned for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The rim of the underside of the 17.5 mm size 2.5 tibial insert trial fractured. It remained in one piece.